Manufacturer narrative:
This report is filed on september 22, 2017.

Event description:
Per the clinic, it was reported that during initial implantation surgery performed, the tip of the electrode was folded over in the cochlea. Subsequently, the patient underwent revision surgery on (B)(6) 2017, and the device was explanted. The patient was reimplanted with another cochlear device during the same surgery.